Event description:
It was reported that the health care professional (hcp) placed a call to technical services (ts) to review the stored atrial tachycardia response (atr) episodes. Upon review, oversensing was noted. Additionally, undersensing was also observed, which led to over-pacing. Troubleshooting options were discussed and recommended. At this time the product remains in service and no adverse patient effects were reported.